Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating system phacoemulsification was not working. Procedure details and patient impact were not provided. Additional information was requested but has not been received to date.

Manufacturer narrative:
Additional information provided in sections in d9, h3, h6 and h11. The company representative was able to replicate the issue. This was addressed by replacing the non-conforming ultrasound (u/s). The system was then tested and found to meet specification. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The root cause of the reported event is attributed to a non-conforming ultrasound (u/s). Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in sections h6 and h11. The company representative was able to replicate the reported issue. The nonconforming ultrasound module was subsequently replaced to address this issue. The module was returned for testing on this investigation. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. There were no similar complaints reported for the ¿product serial¿ under investigation, with the same event code. The ultrasound module was received for testing on this investigation. A visual assessment of the returned module revealed no obvious nonconformity. The ultrasound module was installed into a system, and functional tests were performed. The returned ultrasound module passed functional and surgical tests. The reported event code could not be replicated, and the returned ultrasound module was working as intended. The root cause of the reported event is attributed to component wear/reliability of the ultrasound module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is:(B)(4).